Event description:
It was reported that this spinal cord stimulation (scs) system was replaced due to charging difficulties (increased charge burden) and the patient request access to upgraded technology, replacement went as planned. Device will not return because is against facility protocol to release it. The patient is doing great post operatively, excellent coverage of painful areas and is happy with programming. Electrocautery was not used.